Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearing was worn. This was contributed to normal wear. Maintenance was performed and various parts were replaced. Device was returned to the customer on (B)(6) 2013. Placeholder.

Event description:
Customer reported that device heated up during usage and according to the users its performance was poor. This is report 1 of 1 for complaint (B)(4).